Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with the adc freestyle libre, having received a sensor scan result of 'lo' (reading less than 40 mg/dl) over several hours while concomitantly experiencing symptoms of nausea and vomiting. The customer presented to a point of care where an hcp meter reading of 406 mg/dl was received and the customer was diagnosed with hyperglycemia. The customer noted that they were given a prescription for nausea. No further treatment details were specified. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported a low readings issue with the adc freestyle libre, having received a sensor scan result of 'lo' (reading less than 40 mg/dl) over several hours while concomitantly experiencing symptoms of nausea and vomiting. The customer presented to a point of care where an hcp meter reading of 406 mg/dl was received and the customer was diagnosed with hyperglycemia. The customer noted that they were given a prescription for nausea. No further treatment details were specified. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issue was observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation was also performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. No further investigation is required.